Event description:
It was reported that a pt sustained scarring of the chest after treatment with a vasculight sr laser. It was further reported that no test patch was completed prior for treatment.

Manufacturer narrative:
A review of the reported event by a lumenis medical specialist concluded the probable root cause to be failure to complete a test spot prior to full treatment, as directed in product labeling. Test spots are essential to parameter assessment as indicated in product labeling.